Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoeye flex deflectable videoscope had an error e216. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h8 the device was returned to olympus for inspection. Upon evaluation, the reported malfunction of error code e216 was confirmed. Additionally, the following reportable malfunction was identified during the device evaluation: chipping of the adhesive on the a-rubber component. Based on the investigation findings, the probable causes of the reported failure include damage or deterioration of parts, optical issues, overheating, and electrical problems such as signal loss or open circuit. The most probable cause was traced to an expected or random component failure with no identified design or manufacturing defect. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.